Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noisy signals for its left ventricular (lv) lead that resulted in pacing inhibition for approximately two seconds. Technical services (ts) was consulted and reviewed stored data. Troubleshooting was performed, with the noise recreated by using hard push motions. The device had its sensing reprogrammed and this resolved the issue, with the noise suspected to be motion related. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noisy signals for its left ventricular (lv) lead that resulted in pacing inhibition for approximately two seconds. Technical services (ts) was consulted and reviewed stored data. Troubleshooting was performed, with the noise recreated by using hard push motions. The device had its sensing reprogrammed and this resolved the issue, with the noise suspected to be motion related. This device remains in service. No adverse patient effects were reported.